Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 450 mg/dl and that the cannula was damage. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. The pod was worn between 5 and 24 hours on the leg.